Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's nurse stated that she thinks the customer may be manipulating the insulin pump. The customer's nurse declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.